Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report a higher than expected result for progesterone for 1 patient sample assayed with access progesterone reagent on an access 2 immunoassay system. The patient result was reported out of the laboratory and questioned by a nurse. The customer is unsure whether or not patient care was impacted due to the erroneous result. The customer repeated the progesterone assay for the patient sample and obtained a similar result. The customer then recalibrated the progesterone assay with a new lot of reagent and repeated the progesterone assay for the patient sample. The recalibrated assay yielded a lower progesterone result for the patient sample which more closely reflected the clinical presentation of the patient. Quality control results both before and after recalibration with the new lot of reagent were all within established ranges. The customer sent the patient sample to bci for additional analysis (results pending). A definitive root cause has not yet been determined for this event.